Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on (B)(6)2019. The device passed suction and cycle specifications, although it was identified that the customer's connectors and breast shields had residue on them, along with scratches. Refer to attached product evaluation and pictures. The customer's report of low suction is plausible, as a foreign contaminant and/or damage to parts/accessories can hinder the device's ability to form an adequate vacuum seal and could potentially result in lower suction. It is very difficult to determine exactly how much contamination/damage under normal use is needed for pump vacuum to suffer, but it is a known failure mode causing low suction. The pump in style instructions for use details cleaning procedure for the parts and accessories. It is also a common troubleshooting item to check.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions, to get additional information, with no response as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that she breastfeeds and pumps, but the suction on her pump in style breast pump was low and making a "funny" noise. She additionally alleged that she had mastitis and was given an antibiotic.